Event description:
Boston scientific received information that a red alert was detected for high out of range (oor) shock impedance measurements. It was noted that throughout latitude that when the patient's weight increased, the shock impedance also increased. Printout were sent to technical services (ts) for review. The physician asked if it is possible to know exact value of shock impedance in order to consider troubleshooting methods. This implantable cardioverter defibrillator (ICD) remains in service. There were no adverse patient effects reported. Subsequently, ts reviewed the printouts, and indicated that more recently shock impedance measurements have been fluctuating between 115-125 ohms. 110-130 ohms can be seen as a normal maximum, however, in order to rule out any potential lead issue lead integrity testing should be performed. Ts provided various troubleshooting methods. No revision procedure, however, at this time will be performed. The physician opted to monitor the shock impedance through latitude. Patient will have normal follow-ups.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.